Manufacturer narrative:
The microtip will not be returned for evaluation. It is not possible to determine the assignable cause of the failure. The lot number reported 05713-05 was for the fast kit. Lot information for the microtip was not available. A review of the DHR and lot history for the microtip were not possible because the microtip lot number was not available.

Event description:
Stopped cutting during procedure.